Event description:
On 03 oct 2008, the distributor reported that in 2008, the driver bent and one prong broke during surgery. Additional information received via email from the distributor on 21 oct 2008, the distributor reported that this was a revision surgery for removal of hardware. The surgeon had to retrieve the broken prong from the wound. The surgeon was able to finish the case with another driver that was in the kit without surgical delay or injury to the patient.

Manufacturer narrative:
Product is an instrument and is not implantable. Evaluation is pending.